Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the battery moved in the pocket and was not laying flat. The surgeon opened the pocket on (B)(6) 2020 and sutured down the battery and used a tyrx pouch. There were no contributing factors noted. The issue was resolved at the time of the report.